Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Choke [choking]. Circular head came apart from the rest of the brush / faulty brush head [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2017 that while she was brushing her teeth that morning with an oral-b rechargeable toothbrush, version unknown, the circular head came apart from the rest of the oral-b dual clean brushhead while in her mouth. She stated that she managed to choke which saved her from swallowing it. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brush had been in use for approximately 2 weeks, and it was the last one of the replacement heads that she purchased. She still had the faulty brush head. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the logo did not come off when scratched with a coin. No further information was provided.